Manufacturer narrative:
Section d6a: date of implant added. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the during a drg trial procedure while the physician was removing sheath, a piece of the drg sheath broke off into the patient and left in situ. Although procedure was extended it was successfully completed. Surgical intervention may be undertaken to address this issue.